Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information received from the field indicates this patient is being closely monitored via the latitude remote patient monitoring system, and there are no current plans for device replacement. Additional information received indicates this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information received from the field indicates this patient is being closely monitored via the latitude remote patient monitoring system, and there are no current plans for device replacement. Additional information received indicates this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information received from the field indicates this patient is being closely monitored via the latitude remote patient monitoring system, and there are no current plans for device replacement.